Manufacturer narrative:
(B)(4).

Event description:
A report was received that the patient was experiencing frequent ipg charging. The patient underwent an ipg replacement procedure. It was noted during the revision that there were some residue on the ipg that made the physician believed that there might be something wrong with it. Device malfunction was suspected. The patient was reportedly doing well postoperatively.

Manufacturer narrative:
(B)(4). Device evaluation indicated that the complaint in regard to the charging anomaly was not verified. Upon receipt, the device measured 3.58 vdc, and was subsequently charged to 4.03vdc in one charge cycle. This verified the device is capable of being fully charged with a proper charging method. The charge and battery profiles revealed no anomalies. The complaint in regard to the battery depletion was not verified. The battery depletion and sleep current rates were within the expected range, 7.98 mv and 80.6 ua, respectively. The source of the residue on the case of the ipg was unknown. The device passed the required tests and exhibits normal device characteristics.

Event description:
A report was received that the patient was experiencing frequent ipg charging. The patient underwent an ipg replacement procedure. It was noted during the revision that there were some residue on the ipg that made the physician believed that there might be something wrong with it. Device malfunction was suspected. The patient was reportedly doing well postoperatively.